Manufacturer narrative:
Product analysis:"visual and functional evaluation did not identify material or functional issue with respect to the implant. The implant appears to have performed its intended function." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, physician alleged that poli axial head screw lost their function after implant on (B)(6) 2015 to treat an idiopathic scoliosis of woman with normal weight. Physician claimed that extreme pain reported by patient was somehow connected to the screws head malfunction. The product came in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.